Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed increased threshold measurements. An xray was performed. It was determined this lead was dislodged. A revision procedure was performed. This lead was removed, replaced and discarded by the facility. The patient with this lead is not pacemaker dependent and experienced no adverse patient effects. Post revision procedure, acceptable lead measurements were obtained.